Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer was not detected on the bus. The machine was rebooted twice for five minutes each; however, the problem was not resolved. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer was not detected on the bus. A field service engineer (fse) found cable unplugged on pyxibus control board drawer one, resolved it and verified access to resolve the issue. The system functioned as intended after the field service engineer repaired the device.